Manufacturer narrative:
This investigation is in process-. Additional information is not known at this time. If addtional information is receviced, a supplemental MDR will be submitted accordingly.

Event description:
It was reported on 06 september 2023 that a patient underwent revision surgery on (B)(6) 2023, due to misalignment of their eleos segmental stem. The eleos segmental stem was revised during this procedure. This event is considered reportable as a serious injury due to the revision procedure, this report captures the eleos segmental stem. The following implants were also revised during this procedure: eleos distal femur, eleos tibial hinge w/ rotational stop, eleos distal femur axial pin, and eleos tibial poly spacer. However, these devices will not be considered reportable to the FDA as there were no issues reported on these devices.